Event description:
It was reported that coil broke during placement inside the aneurysm. The physician was able to use a snare to retrieve the coil. No pt injury reported.

Manufacturer narrative:
The device will not be returned for evaluation.